Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that low impedance was observed on the right ventricular lead via merlin.net transmission. Lead capture and sensing values were stable. The physician elected to have lead extraction on the right ventricular and another high voltage lead however the procedure is not scheduled. The patient was stable. Related manufacturer reference number: 2938836-2019-17027.

Manufacturer narrative:
Further information was received indicating the event was a duplicate and reported in manufacturer reference number 2017865-2019-08963.